Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch verio iq meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began the morning of (B)(6) 2014. The patient manages her diabetes with insulin (novolog, lantus; self-adjusting) and stated she skipped/stopped her daily dose of lantus in response to the alleged issue. The patient claimed, 24 hours after the alleged issue occurred, she developed symptoms of ¿shaking, sweating, dizzy, thirsty, frothy urine, weakness, aching muscles, severe fatigue, nausea, and breathing problems¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the meter and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.